Event description:
A balloon ruptured on the first inflation at eight atmospheres during a femoral percutaneous transluminal angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complication. This device has not been returned for eval. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow-up revealed the lesion was calcified. Co does not attribute this event to the device. However, without eval the product, co cannot determine the exact cause for this event. Co's directions for use state: "do not exceed the normal pressure printed on the product label. Never manipulate the catheter with the balloon inflated. The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."